Event description:
There were three different reported events where the yellow blood drawing port came apart from the product when being used in the nicu. In one incident, the syringe also disconnected from the tubing. Product from two different lot numbers were being used at the time of the incidents therefore, the specific lot number for each product could not be identified. The two possible lot numbers are 36k16m085 and 1147039. There was no patient harm in any of the reported incidents and the manufacturer is aware and investigating the reported incidents. No further information is available at this time.